Event description:
The operator was performing a nuclear medicine study acquisition (scan) of the lungs via spect imaging. The operator would position the patient and move away from the system after initiating the scan/ during this scan, the patient repeatedly (9 times as verified by verbal discussion with the operator and through review of customer system logs) moved her arms, which triggered the patient detect on the detector. After the last such patient movement and interruption, the operator re-positioned the patient and resumed the scan once again . This time, the patient moved her arms and placed her arm behind her head and in the path of the moving detector (backside of the detector). The patient's arm was broken by the moving detector (patient had moved arm into the path of the moving detector).